Event description:
It was reported that the procedure was to treat a lesion in the mid left anterior descending artery with mild calcification. Pre-dilatation was performed and the 3.0 x 18 mm zeta stent delivery system (sds) was advanced to the lesion and pressurized to 6 atmospheres; however, the sds balloon did not inflate and a leak was noted. The sds was removed and a leak was confirmed on the proximal end of the balloon material. A new zeta sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight, guide cath: ebu 3.5 (6f). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was not confirmed; however, there was a separation at the proximal balloon seal. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.